Manufacturer narrative:
A ge oec service representative investigated the issue and found that the user had adjusted the edge enhancement feature and as a result, made the images look grainy, as reported. The user was instructed on proper system operation. The system was further tested and found to be operating as intended. No negative patient affect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system was reported to have grainy images.